Manufacturer narrative:
The report of the thermogard xp ivtm console (sn (B)(6) ) displayed mid:14 (bg power supply) error message was confirmed during the functional test and the event log review. The root cause of the reported complaint was due to a damaged danfoss module as a result of normal wear and tear. The console was manufactured in october 2012, and it is more than 8 years old, well past its serviceable life of 5 years. Upon visual inspection, noticed loose caster and bumpers were cracked, unrelated to the reported complaint. The possible cause for the physical damage could be due to normal wear and tear of the console or could be due to the damage sustained by user mishandling. The damaged parts need to be replaced to address the issue. Initial functional testing could not be performed due to the mid:14 error message displayed during the console power-on self-test. To remedy mid:14, the damaged danfoss module needs to be replaced. During the event log review, multiple mid:14 error codes were identified on the event date, thus, confirming the reported complaint. Waiting for customer approval for repair. Historical complaints were reviewed and there were no previous complaints reported for the thermogard xp ivtm console with serial number (B)(6).

Manufacturer narrative:
The device associated with this complaint was not returned for evaluation. A supplemental report will be filed if, and when the product is returned and investigation has been completed.

Event description:
As reported, the thermogard xp ivtm console (sn (B)(4)) displayed a mid:14 (bg power supply) message during the training session. No patient involvement.